Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 13360 was returned and analyzed. Visual inspection of the balloon catheter showed that the catheter was intact with no apparent issues. The catheter failed the compatibility test with test sheath and also the test mapping catheter, as it was stuck inside this catheter under the balloon segment. Further x-ray inspection showed the guide wire lumen was twisted and kinked. The catheter failed the performance test due to the system notice #50005 "the safety system detected fluid in the catheter and stopped the injection", right after connecting to the console. Dissection and pressure tests showed there was a leak at guide wire lumen of the catheter in balloon segment 1.365 inches from the tip. Additionally, the guide wire lumen was kinked and twisted in the same area. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink, twist, and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.